Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the complaint device revealed galling on the distal end of the inner shaft and inside the distal tip of the outer shaft. A minute amount of metal particulates were swabbed from along the inner shaft. The device was tested to determine if there were any bends along the shafts and to test for straightness. The device passed all testing. Based on the galling and metal particulates observed, the most probable cause of the observed metal shavings was determined to be friction between the inner and outer shaft during rotation, most likely due to the use of side loading forces during clinical use. Stryker sustainability solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a knee arthroscopy procedure, the arthroscopic shaver emitted "metal shards." The surgeon manually removed each piece. No patient injury was reported by the user facility.